Manufacturer narrative:
(B)(4).

Event description:
Procedure: wedge resection. According to the reporter: customer stated that the director conducted the pulmonary wedge resection. Stapler egiaustnd (lot: p3d0656x, (B)(4)) was used to fire the blue staple (t30414, lot: p4b0280x, (B)(4)). There was great sound in the process. Then the staple mat was bent and it was failed to be continued to be fired, which resulted in bleeding. Continued on (B)(4). Director made a complaint that the stapler was letting out abnormal sound and the staple cartridge failed to be fired normally. The staple mat bent during the firing process. Patient: (B)(6) no blood loss of 500cc or more due to the product problem. Surgical time was extended by more than 30 minutes due to the product problem. No adverse event reported as a result of any delay in surgery (i.e. An extension of the hospital stay, infection, etc.) The staple mat is the reload anvil. The reload partially fired. There was poor staple formation. The staples did not form properly and caused bleeding. No reinforcement material was used. There was unanticipated tissue loss and tissue damage. The surgeon over-sewed the damaged tissue. The patient's current status is good.